Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient underwent an attempted implant procedure of this right ventricular (rv) lead on (B)(6) 2025. During the procedure, the supporting wire could not be withdrawn. The physician noted that the wire remained stuck, therefore, the physician tried to extract the wire, and the lead became dislocated and deformed. As a result, another puncture was performed, and the procedure was successfully completed on the same date with a different lead. No additional adverse patient effects were reported. This rv lead has not been returned to boston scientific.

Event description:
It was reported that the patient underwent an attempted implant procedure of this right ventricular (rv) lead on (B)(6) 2025. During the procedure, the supporting wire could not be withdrawn. The physician noted that the wire remained stuck, therefore, the physician tried to extract the wire, and the lead became dislocated and deformed. As a result, another puncture was performed, and the procedure was successfully completed on the same date with a different lead. No additional adverse patient effects were reported. This rv lead was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection determined the lead had a fracture 20mm approximately from the terminal end. The helix was retracted and had dried body fluid. Pulled to fracture and dislodgement. Field report states, the supporting wire could not be withdrawn. After pulling hard, the lead was dislocated and deformed, and the wire could not be withdrawn. This type of damage is consistent with induced damage at implant. At this time, no further information is available. Should additional information become available this report will be updated.